Event description:
Physician reported right side paraprosthetic level, peripheral undulations, periprosthetic liquid and internal echoes were observed, rupture. Device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.